Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen appears to be "fuzzy" and "blurry." Reportedly, most of the screen is unreadable. Customer's blood glucose level was not impacted. Customer stated that they have back up manual injections if needed for continued insulin therapy.